Event description:
"Infolding of the stent graft: additional information on the complaint # (B)(4) / taa-1197. On 23 august 2024, an additional tevar for the ascending aorta was performed to treat the retrograde type a aortic dissection (r-tad). A cuff stent graft (zenith tx-2 esbe-38-77-t-pf-d, cook) was first attempted to be implanted from the right common carotid artery. However, the stent graft was found to be excessively long for the ascending aorta. The stent graft was therefore removed from the patient before deployment, cut and shortened out of the operating field. The stent graft was then reinserted into the entry in the ascending aorta, and successfully placed. At that time, the tip of the guidewire had been placed in the left ventricle. The delivery system of the tx-2 was then removed from the patient and an introducer sheath (dryseal 12 fr, gore) was inserted from the right common carotid artery to near the sinotubular junction (st junction). A balloon catheter, to be used as a gutter balloon, was inserted from the right brachial artery to near the st junction and placed in standby. A guidewire (lunderquist, cook) was inserted into the left ventricle from the right external iliac artery and the stent graft concerned (relay pro nbs) was delivered to near the st junction. With the gutter balloon inflated, the stent graft was deployed using rapid pacing technique. A leg stent graft (excluder leg 1410, gore) was subsequently inserted from the right common carotid artery via the dryseal introducer sheath and deployed at the height of the st junction. The gutter balloon was deflated, kissing balloon technique was applied proximally, the final angiography was performed, and the procedure was completed. A post-operative contrast enhanced CT scan revealed that infolding had occurred on the distal portion of the implanted relay pro stent graft. As a thrombus was observed attached to the stent graft and the patient had no symptoms, the patient was placed under observation. Operation type: tevar for the ascending aorta due to onset of r-tad blood loss: amount is unknown. Image available, no pre-case plan available due to hospital policy, additional information will be obtained upon request delivery system was discarded by the user. Ancillary devices used: zenith tx-2 esbe-38-77-t-pf-d, cook - excluder leg 1410, gore (tc# (B)(4) )." Patient outcome:"no harm to the patient' health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Infolding of the stent graft: additional information on the complaint #(B)(4). On 23 august 2024, an additional tevar for the ascending aorta was performed to treat the retrograde type a aortic dissection (r-tad). A cuff stent graft (zenith tx-2 esbe-38-77-t-pf-d, cook) was first attempted to be implanted from the right common carotid artery. However, the stent graft was found to be excessively long for the ascending aorta. The stent graft was therefore removed from the patient before deployment, cut and shortened out of the operating field. The stent graft was then reinserted into the entry in the ascending aorta, and successfully placed. At that time, the tip of the guidewire had been placed in the left ventricle. The delivery system of the tx-2 was then removed from the patient and an introducer sheath (dryseal 12 fr, gore) was inserted from the right common carotid artery to near the sinotubular junction (st junction). A balloon catheter, to be used as a gutter balloon, was inserted from the right brachial artery to near the st junction and placed in standby. A guidewire (lunderquist, cook) was inserted into the left ventricle from the right external iliac artery and the stent graft concerned (relay pro nbs) was delivered to near the st junction. With the gutter balloon inflated, the stent graft was deployed using rapid pacing technique. A leg stent graft (excluder leg 1410, gore) was subsequently inserted from the right common carotid artery via the dryseal introducer sheath and deployed at the height of the st junction. The gutter balloon was deflated, kissing balloon technique was applied proximally, the final angiography was performed, and the procedure was completed. A post-operative contrast enhanced CT scan revealed that infolding had occurred on the distal portion of the implanted relay pro stent graft. As a thrombus was observed attached to the stent graft and the patient had no symptoms, the patient was placed under observation. Operation type: tevar for the ascending aorta due to onset of r-tad blood loss: amount is unknown. Image available no pre-case plan available due to hospital policy additional information will be obtained upon request delivery system was discarded by the user ancillary devices used: zenith tx-2 esbe-38-77-t-pf-d, cook - excluder leg 1410, gore (tc# (B)(4). Patient outcome:"no harm to the patient' health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.